Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was found to have discoloration on both the blade sides tips. The discoloration was not residual soil and did not need to be completely removed. The darkening was caused by iron oxide and was a chemical change in the blade material and not a result of mishandling/misuse. The probable root cause is attributed to component susceptibility to damage during use or reprocessing. Improper cleaning or sterilization techniques used in reprocessing can cause discoloration.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during central processing procedure, the monopolar curved scissors (mcs) instrument does not fully close. There was no report of patient involvement.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.